Event description:
On 2025-dec-04 additional information was received from a healthcare professional (hcp) and the patient. The patient reported that they hadn't been contacted about scheduling an in person reprogramming session. The agent reached out to the rep who indicated that they had attempted to reach out, but they would try again. The hcp reported that the cause of the burning sensation was unknown. The patient was advised to turn the device off and they discussed reprogramming at a later date with the patient. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that over the past month to month and a half they have noticed a sensation of "twinging" and slight "burning" at the implant site. On friday, patient said it was "really bad" and hurt for 15-20 minutes. Patient also said that for the past month they've had return of bowel leakage. Patient mentioned they had a "really bad uti" last week. When asked about indication for therapy, patient said it was both bladder and bowel, but that bladder hasn't been as bad since getting their sling about 10 years ago. Patient said they went to urogynecology office today to see physician assistant, who told patient to contact manufacturer for reprogramming session. Patient also said the hcp turned the therapy off completely. Patient confirmed they have not felt the painful sensation since therapy was turned off. Agent reviewed those sessions were typically done in-person with a rep, and patient stated that was what they wanted. Agent emailed local reps with request that they contact patient at preferred number to arrange a programming session appointment.